Event description:
The patient had an MRI on (B)(6) 2014 and did not get the pump checked after. The pump was interrogated on the date of this report and the pump recovery logged with today¿s date. The patient did not hear a pump alarm, there was no volume discrepancy, and the patient had no symptom changes. The device system was delivering fentanyl and clonidine.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).